Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via venous antegrade puncture. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the upper arm. After a guide wire crossed the lesion, a 7.0 x 100, 75 cm mustang¿ balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and dilatation was performed with a 7 x 4 mustang¿ balloon catheter. Vascular patency was observed and the procedure was completed. No patient complications were reported and the patient's status was stable.